Manufacturer narrative:
An investigation was conducted with the data from the (B)(6) data loggers. Analysis of the data found that due to the signal to noise ratio (snr), it takes more time (20+ minutes) for the cco values to average. When ico is performed shortly after start up, the cco values are initially low. If the user reacts to this initial value and disregards cco for the duration of the case, they will not see that it trends up to an expected value after averaging. The investigation results were shared with the customer during an on-site visit.

Manufacturer narrative:
One swan-ganz catheter was received with the contamination shield attached to catheter. The thermistor read 37.2 c in 37.0 c water bath. Catheter ran cco on vigilance I and vigilance ii monitors for 5 minutes with no error messages. Initial attempts to read the eeprom were unsuccessful, "no eeprom attached" error message was observed. The eeprom opened on the 6th attempt and there were no visible inconsistencies observed on eeprom data. The thermistor and thermal filament connectors were opened; thermistor connector did not have any visible inconsistencies. However, thermal filament connector had excessive amounts of what appears to be flux material. The material appeared shiny and white and appeared slippery in texture. The thermal filament connector was re-examined and the material appeared to have dried up, the texture appeared powdery and white. The balloon inflated clearly and concentrically and remained inflated for 5 minutes without leakage. A 10 cc syringe was connected to each of the lumens being tested. Each associated port was covered with a fingertip; entire catheter was immersed in water and pressurized with air by compressing the syringe plunger. All through lumens were patent without leakage or occlusion. There was no visible damage observed on the catheter body or the returned monoject 1.5 cc limited volume syringe. Cardiac output testing was done on vigilance I and ii monitors. Eeprom was read on eeprom reader. Catheter was re-tested on returned scripps vigilance ii monitor. Catheter was re-tested with the returned cables. The catheter read 37.2 c in 37.0 c water bath. The catheter ran cco for 5 minutes with no error messages observed. Our evaluation of the catheter (visual and functional) was unable to confirm the reported experiences of varying co/ci values. A sample of the white material was sent for chemistry analysis; the substance showed similar absorption characteristics when compared to oil, or a wax like material. This material is not used in the manufacturing process of the finished product; however, this part is received from a supplier. The supplier will be notified of the event for their continued investigation. The lot number was provided when device was returned. A device history record review was completed and documented that the device met specification upon distribution.

Event description:
It was rpeorted that cotinuous cardiac output measurement were reading cardiac index of less than 2 and sometimes less than 1 occasionally. This number didn't match patient's clinical status. The catheter gave erroneously low c.o." There were no patient complications reported.